Event description:
It was reported that the right ventricular (rv) lead was dislodged and pulled back into the superior vena cava (svc). The rv lead was explanted and replaced. The patient was stable before and after the procedure.